Event description:
The customer stated they smelled a "bad smell" coming from the back of the analyzer. The customer then saw black smoke coming out of the left side of the rear of the analyzer. The analyzer was turned off and everyone left the room. There were no one was hurt or injured due to the smoke. The customer stated there was an instrument alarm, but did not check the alarm as she could see the smoke at that point and just turned off the analyzer. The field service representative found that there was a bad power supply. He replaced the power supply. The customer performed qc, which passed per the customer's specifications. The old power supply is no longer available.

Manufacturer narrative:
The investigation could not determine a specific root cause as the affected power box was discarded and is not available for investigation purposes. Based upon the information provided for investigation, it is assumed insufficient cooling or an unexpected failure of an electronic component was the cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.